Event description:
Main body flush port was damaged. Since this was a complex case, flushing the graft of air was not important. Graft was implanted. After the case, I was able to cut off the flush port from the delivery in order to return it for the investigation. Patient outcome: no clinical sequelae.

Event description:
Main body flush port was damaged. Since this was a complex case, flushing the graft of air was not important. Graft was implanted. After the case, I was able to cut off the flush port from the delivery in order to return it for the investigation. Patient outcome: no clinical sequelae.